Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 38 synergy ii drug eluting stent was selected to treat the lesion. However, during preparation, it was noticed that the stent came off the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported.